Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease / chronic salphingitis') and pelvic pain ('pelvic pain/ pain/ pelvic area pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain. Concurrent conditions included asthma, irritable bowel syndrome, cramp in lower abdomen, colonoscopy, tubal ligation, pelvic congestion syndrome, irregular menstruation, menorrhagia, menometrorrhagia, chronic salpingitis, fallopian tube cyst and nausea. Concomitant products included salbutamol (albuterol) since (B)(6) 2008 for asthma, dicycloverine hydrochloride (bentyl) from january 2009 to august 2010, lansoprazole from january 2009 to august 2010and ranitidine from january 2009 to august 2010 for irritable bowel syndrome as well as aluminium hydroxide;magnesium hydroxide (maalox) from january 2009 to august 2010, cefradine (vicodine) from september 2008 to september 2015, montelukast sodium (singulair) since january 2009, montelukast since september 2008 and oxycodone hydrochloride; paracetamol (percocet) from september 2008 to june 2009. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems -depression"), anxiety ("psychological or psychiatric problems -mental anguish") and abdominal pain ("abdominal pain"), 22 days after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2009),laparoscopically assisted vaginal hysterectomy on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, depression and anxiety outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Received treatment for pain, abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded.closed fallopian tubes.. Pathology test - on (B)(6) 2009: fallopian tube, left, resection- chronic salpingitis. A small pedunculated paratubal cyst is noted that measures 0.8 cm in greatest dimension, in the right fallopian tube. A thin wire is present in the center of the left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dyspareunia, dysmenorrhea, abdominal pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient's medical records : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- event outcome of pain and bleeding updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease / chronic salphingitis") and pelvic pain ("pelvic pain/ pain/ pelvic area pain") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain. Concurrent conditions included asthma, irritable bowel syndrome, cramp in lower abdomen, colonoscopy, tubal ligation, pelvic congestion syndrome, irregular menstruation, menorrhagia, menometrorrhagia, chronic salpingitis, fallopian tube cyst and nausea. Concomitant products included salbutamol (albuterol) since (B)(6) 2008 for asthma, dicycloverine hydrochloride (bentyl) from (B)(6) 2009 to (B)(6) 2010, lansoprazole from (B)(6) 2009 to (B)(6) 2010 and ranitidine from (B)(6) 2009 to (B)(6) 2010 for irritable bowel syndrome as well as aluminium hydroxide;magnesium hydroxide (maalox) from (B)(6) 2009 to august 2010, cefradine (vicodine) from (B)(6) 2008 to (B)(6) 2015, montelukast sodium (singulair) since (B)(6) 2009, montelukast since (B)(6) 2008 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems -depression"), anxiety ("psychological or psychiatric problems -mental anguish") and abdominal pain ("abdominal pain"), 22 days after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2009),laparoscopically assisted vaginal hysterectomy on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Closed fallopian tubes. Pathology test - on (B)(6) 2009: fallopian tube, left, resection- chronic salpingitis. A small pedunculated paratubal cyst is noted that measures 0.8 cm in greatest dimension, in the right fallopian tube. A thin wire is present in the center of the left fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dyspareunia, dysmenorrhea, abdominal pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient's medical records : pelvic inflammatory disease most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr received : events added- vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, pelvic inflammatory disease. Outcome of events ¿pelvic pain, abdominal pain, dyspareunia¿ updated to ¿recovered / resolved¿. Event onset date updated. Patient¿s medical history, lab details and concomitant products added. Reporter information, patient details, product indication, essure insertion and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.